Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 5. The patient's drain volume was 3860ml. The fill volume was 2000ml. This meets iipv criteria. Product surveillance contacted the nurse on (B)(6) 2010. According to the nurse the patient has not reported any symptoms of overfill. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). The device has been received by baxter, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to the increased intra-peritoneal volume (iipv) that was discovered during evaluation. The cause of the iipv was determined to be insufficient drain: false empty detect / use error due to inappropriate bypass of the caution: negative ultrafiltration alarm. Labeling review found labeling to be sufficient for the use error identified in this report. A service history review revealed no previous service events were related to the iipv. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).